Manufacturer narrative:
This report is being filed based on the results of the device evaluation, which noted cut/skive/tear damage to the polymer jacket material. As received, the specimen consists of one each hydro gw stf std s 150-035; returned partially extending 26.4cm from the wetted dispenser assembly within the opened, labelled packaging pouch and double-bagged within poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen hydrophilic coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents cut/skive/tear damage to the polymer jacket material in a proximal to distal orientation, located 20.0 to 35.9cm from the distal tip exposing the underlying metallic core wire. Microscopically the specimen coating appeared to be smooth an unremarkable. The specimen does not present any evidence of "rough or partly missing" hydrophilic coating as reported; however, there is damage to the polymer jacket material. Except where noted, the specimen device appeared visually and dimensionally correct. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling factors have contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: damaged coating of the guidewire named zipwire. There is a rough surface and a partly missing coating. Additional information reported that the problem was noticed when the nurse opened it during unpacking. The procedure was completed with another of the same device/different lot number. The patient's condition after the procedure was reported to be good.